Manufacturer narrative:
The calibration and qc were not acceptable. Outliers were observed. The alarm trace showed multiple abnormal aspiration alarms on the date of the event. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative found that the ise (ion-selective electrode) mixing vessel was dirty, and contamination was found in the ise sipper flow path. "Ise clot detection" alarms were noted. He cleaned the ise dilution vessel, performed checks, and replaced the vacuum and sipper nozzles of the dilution vessel. He performed tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect cl for gen.2 results for 1 patient sample on a cobas 8000 ise 1800 module. The initial cl result was 89.9 meq/l with a data flag. The repeated results were 98 meq/l, 97.5 meq/l, and 100.4 meq/l. The repeated results were believed to be correct. The sample was repeated because of a delta check in the customer's system.